Manufacturer narrative:
B.7 information was added as it was inadvertently omitted from the initial report that was submitted. D.3 manufacturer name should not have contained numbers behind it in the initial report that was submitted. Manufacturer fax number was added as it was inadvertently omitted from the initial report that was submitted. D.4 model name was added as it was inadvertently omitted from the initial report that was submitted. D.7a revised selection as it was entered incorrectly on the initial report that was submitted. D.9 the device was returned and date returned was added. E.1 initial reporter facility name, initial reporter address line 1, initial reporter phone and zip code extension were added as they were inadvertently omitted from the initial report that was submitted. H.6 codes were updated as the device was returned. H.10 related report number was added as it was inadvertently omitted from the initial report that was submitted. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump being placed via the single access at the femoral for the patient admitted in for a hrpci. During support initiation process, impella recognized as old generation with grey power cable. The device was disconnected and prime restarted which was successful. Lower than expected flows were observed in p auto without suction alarm. All attempts made to trouble shoot with after load reduction due to high mean arterial pressure (map). Volume was given and impella repositioned which was all unsuccessful. Case resumed as is which was successful. The patient was reported to be stable.

Manufacturer narrative:
Additional information was received, and a clinical assessment was completed and documented in section b5 (event description). Correction: complaint/product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Related report numbers. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
A 74-year-old female patient implanted with impella cp for planned high-risk percutaneous coronary intervention (hrpci). Single-access technique utilized for pci. Bleeding was observed from orange portion of peel away hub. Removal of peel-away sheath discussed, and md declined. One unit prbc given. During support, impella pump recognized as older generation (grey power cable). Pump was disconnected and prime restarted which was successful. Pump flows observed to be lower than expected, with standard measures implemented unsuccessfully. Case completed successfully, and pump removed. Introducer to be coded to major bleed and blood transfusion. Engineering assessment was completed and noted the following: when using impella cp pump, the complainant reported that during support initiation process, impella recognized as old generation with grey power cable, was disconnected and prime restarted which was successful. Lower than expected flows observed in p auto without suction alarm. All attempts made to trouble shoot with after load reduction due to high mean arterial pressure (map), volume given and impella repositioned which was all unsuccessful. Case resumed as is which was successful.